Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09169. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The OEM determined the potential cause of the reported malfunction was attributed to the application of excessive force. As stated on the IFU and as a preventive measure, the user manual states: important information ¿ please read before use: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. The service group confirmed the reported broken distal tip as the probe unit at the distal tip was missing a screw. Additionally, the probe failed the leak test and had deep dents. The ultrasound image has a shadow on the echo signal and had broken elements. The control knobs were loose. The insertion tube had buckles and had blistering/discoloration/chemical damage. The scope was repaired back to standard specifications and returned to the customer. A review of the scope's history showed the scope was purchased on (B)(6) 2014 with no previous repair records. The investigation is ongoing, however, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer informed the service center that during reprocessing, the ultrasonic gastro-videoscope was noted to have a broken distal tip. There was no patient injury or harm reported.